Event description:
As the left atrial disc of a 28mm amplatzer septal occluder (aso) was deployed in the defect and the delivery sheath (model unknown) was repositioned in the left atrium, the echocardiographer observed clots in the left atrial appendage. The aso was retracted and removed along with the delivery system. The patient was given additional heparin. It was not clear if the patient was taking anti-coagulants as previously prescribed. The patient did not have a history of clotting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.